Manufacturer narrative:
The analysis of the provided log file confirmed the reported issue. The suspected gas dosage module m1.3 was returned to the manufacturer for investigation and tests confirmed that the device was malfunctioning due to an error of a low pressure servo valve (lpsv) that is part of the gas dosage module m1.3. The internal safety software analyzes and verifies proper function of the device. If the performance of the device is impaired by a malfunction, the user will be alerted to the detected issue by appropriate visual and audible alarms. If the device stops ventilation, the safety valve opens to ambient allowing for spontaneous breathing. As per device log file the device posted several alarms in order to inform the user about the gas dosage module m1.3 malfunction. The gas dosage module m1.3 was replaced and the device worked within manufacturer specification during further testing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator stopped delivering breaths. The ventilator was pulled and patient was placed on another ventilator. No patient consequences reported.